Event description:
During the procedure in an attempt to access the left femoral artery the tip of the ansel sheath got separated from the body of the sheath and was retained in the left common femoral artery which required immediate surgical intervention to remove the piece.